Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced set-up joint (suj) and the system's universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the suj and usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the reported issue. The suj and usm were tested on an in-house system and passed in normal mode without triggering any errors. The units went through 30 powered cycle without any errors. The units were installed on a system overnight and left 'on' (powered); but, still did not trigger any error(s). The field error logs showed an error 319, pointing towards axes controller, arm (aca) printed circuit assembly (pca), which is on the usm. Although the usm was also returned for error 319, the error was not replicated during fa testing.

Event description:
It was reported during a da vinci-assisted total benign hysterectomy surgical procedure, the system generated a non-recoverable error on the system's universal surgical manipulator (usm) 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 307 on the usm 3. The customer emergency powered off the system and hard power-cycle the vision side cart (vsc) and patient side cart (psc) with no change. The customer disabled the usm 3 and proceeded the case with only three (3) usm arms. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.